Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed caller to perform a system check, but no issues were identified. Customer changed cartridge and infusion set and resumed insulin therapy.